Event description:
It was reported that during a laparoscopic gastric bypass procedure, the duck bill was getting stuck when extracting instruments. There was a loss of pneumo until another instrument was inserted. They continued to use the trocar to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? Hissing. If so, did the "noise" prevent insufflation? Please describe the noise. Yes, when device was extracted. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? Unk. Were you able to identify where the leak was coming from? Yes. Was a device inserted in the trocar during the leaking? If so, what device? Yes, stapler. Was any torque being applied to the trocar or device? No the analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.